Event description:
It was reported to boston scientific corporation that the patient was implanted with a prefyx pre-pubic sling system approximately four years ago. Reportedly, the sling is now infected, and the urologist is considering removing the mesh. All other information is unknown and reportedly unavailable.